Event description:
In early 2009, a baxter employee was at the customer site when he noticed that a colleague volumetric infusion pump product code 2m9163l and serial number, had an orange sticker on it in the biomedical shop. He inquired info and was told that an incident had occurred with the pump, and follow up would have to be done with the risk manager for any additional info. A copy of the event history of the device was provided by the customer and it was analyzed by baxter clinical informatics team. The results of the analysis of the pump event history confirmed that failure code 810:11 was encountered and the date of the incident was the day prior to original date. On the following month, the customer provided additional info regarding the patient outcome. The pt had several medications running: propofol, norepinephrine and levophed. The pt was dependent on medication when the channel failed and the blood pressure dropped. The staff was able to reestablish the blood pressure by restarting the medication. The customer does not believe that there was any long lasting negative impact on the pt.

Manufacturer narrative:
Baxter has requested the pump be evaluated by the baxter product analysis laboratory. A follow up report will be filed upon completion of the evaluation or if additional info becomes available.